Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned with several kinks near the base of the device sleeve and with the latches of the device sleeve damage and separated from the carrier tube. The suture was found cut and with the black stop marker deployed. The sheath was returned with the body of the sheath cut, leaving only the sheath cap. The tamper tube was found inserted into the sheath cap. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used in a dsa performance within the neuro department. When the physician tried to pull back the main body of the sheath no resistance was felt. Then the whole sheath was drawn out; however, the anchor was missing. It was unsure if the anchor was lost in the body. The procedure for the patient was a coronary angiography. No blood loss was reported. There was no patient injury or surgical intervention required. Additional information was received on 10oct2024: hemostasis was achieved with manual compression. A 6 french procedure sheath was used . There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The device was used in the angiographic surgery. The patient felt well and discharged from the hospital very soon after the procedure. The patient was stable. There were no issues with insertion, deployment, or withdrawal of the device. No concomitant medical products were used with the angio-seal. There was no disease present in the access site artery. No additional pull force was used during deployment. There were no obvious symptoms indicating that the anchor was left in the patient; however, it cannot be confirmed. The collagen was not deployed. There was visual confirmation of the device showing the anchor missing. No testing was performed to locate the anchor. It may be performed at the follow-up clinical check; the accurate date cannot be confirmed. The location of the anchor was in the vessel, subcutaneous tissue; cannot be confirmed. No medical or surgical intervention was performed to remove the anchor.